Manufacturer narrative:
Argus case (B)(4).

Event description:
Erious life threatening adverse reaction to product contents [adverse drug reaction] my throat seized up instantly and could not breathe, it seized up immediately [choking sensation]. Burned my throat [throat burning sensation of]. My throat seized up instantly and could not breathe, I could not breath out of my mouth [difficulty breathing]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of adverse drug reaction in a patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number unknown, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced adverse drug reaction (serious criteria other: as reported by the consumer), choking sensation, throat burning sensation of and difficulty breathing. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the adverse drug reaction, choking sensation, throat burning sensation of and difficulty breathing were recovered/resolved. The reporter considered the adverse drug reaction to be related to biotene moisturizing mouth spray (2013 formulation). It was unknown if the reporter considered the choking sensation, throat burning sensation of and difficulty breathing to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via interactive digital media (power review) on (B)(6) 2019. The consumer posted that, "my throat seized up instantly and could not breathe. Serious life threatening adverse reaction to product contents. Either the mint, glycol or combination thereof. Burned my throat, it seized up immediately and I could not breath out of my mouth. It lasted 2 hours. My entire body took two days to recover. This spray product needs further research and development. No stars, but site won't allow review without 1 minimum."